Event description:
After a trial range of motion, the surgeon moved on with steps. After taking hip center, rep asked if doctor had tightened clamps on arrays and when checking noticed that were not tight. At this point tightened them rep said that it was needed to go back, start over and retake hip center as the trackers could have moved. Doctor stated to be confident nothing moved and chose to move forward with the case even though it was suggested to start over. Distal burring depths appeared off on the screen so checked the hand piece and drill and all were assembled correctly. Noticed that when placing the femoral cutting block anterior cut was ~6-8 degrees off on anterior resection. Then placed the point probe in once of the burred divots for the femoral cutting block and it was showing on the screen in an incorrect location. Chose to reverify checkpoints and received a verification error of approximately 6.3mm for the femur. The tibia was 5.8mm. This would lead to believe that the arrays had moved. The surgeon wanted to retake checkpoint/landmark data, but since had already distal burred could not guarantee the accuracy of the plan and chose to abort to manual instruments.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case screenshots and log files were returned for investigation. DHR review found that the software version (rc-6103) has been validated. A complaint history review found similar report, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint does provide instructions for tracker attachment in the "bone tracking hardware" section. This failure is an identified failure mode within the risk file. The initial visual investigation of the screenshots and x-rays event found that: the difficulty with calibrating was resolved by reassembling the handpiece, indicating that there was likely a loose component or the point probe was not fully connected. Since the issue was resolved and the handpiece passed calibration, the handpiece tracker was likely fully tightened and did not cause the issue. Review of the log files confirmed that the femur checkpoint errors was 6.3mm and the tibia checkpoint error was 5.9mm. These distances could indicate that the trackers rotated from an edge to a flat. The tracker could have rotated from the edge to the flat from the vibrations from burring the femur or when the cut block was impacted, or the tracker could have been bumped slightly after the user finished cutting and switched to using the plate probe. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. It was also reported that the surgeon tightened the trackers after collecting hip center and that the surgeon thought that the trackers had not moved. Checkpoint definition occurs before hip center collection and the next checkpoint verification occurs after hip center collection, prior to cutting. Therefore, we can confirm that the trackers did not move from the hip center collection. Therefore, since the checkpoint verification failed after cutting, the trackers moved during the cutting process. The probable cause of the issue was user error. A relationship between the device and the reported event not could be established.